Event description:
The customer reported via telephone call that the insulin pump went into threshold suspend mode when the blood glucose was 136 mg/dl. The sensor readings were at 50, 55 and 64mg/dl. The customer reported calibration error alerts that led to a change sensor alarm. The false low alerts and threshold suspend continued despite changing the sensor. The customer declined to troubleshoot for the issue. The customer stated that the cannula was not bent. The customer was advised that the product would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch #2032227-2015-15151.